Event description:
A customer reported a malfunction with their pump, indicated by malfunction code 24, which could not be reset. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, technical support arranged to replace the pump with one that has updated software, and provided instructions for using a temporary manual insulin delivery method until the new pump arrives. Additionally, the customer was guided on returning the faulty pump and informed about training resources available to them.